Event description:
Device: stryker gamma3 nail broke approximately 3 months after surgery for a comminuted upper/inter trochanteric right hip fracture after a fall. After surgery, on approximately (B)(6) 2023 the patient was given clearance that she could lie on the affected post surgical side in bed. She then did so and felt pain (level of 7, on a scale of 1-10) and moved back onto her back. Subsequently, an x-ray revealed the broken nail. Rather than try to fix the bone, the orthopedic surgeon (not the surgeon who performed the first surgery) opted for a hip replacement to try and ensure a better outcome. A second opinion was sought by the patient and both surgeons independently agreed on the hip replacement option. The original surgeon told the patient that he had an extremely hard time getting the nail inserted due to her extra hard bones. Pt was status-post elective anterior left hip replacement for osteoarthritis in (B)(6) 2020. Three weeks later, a small bone fracture was noted on x-ray requiring a second posterior entry hip replacement using a longer thinner rod. The 68 year old patient had no history of ever having a broken bone prior to this.